Event description:
The following was reported to the hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952). Detailed complaint and failure description: panel connection lost alarm has occurred several times so far. One of them, ventilation screen disappeared.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.